Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported with a description of the intraocular lens had superficial coating or film. The lens remains implanted. It was barely visible during the visual inspection before. Additional information was requested, but no further information is available.

Manufacturer narrative:
Additional information: the lens remains implanted. The provided photo was reviewed. The photo was an anterior segment photo of an iol through a mid dilated pupil. The photo was focused on the anterior iol surface. There appeared to be a minimally dense opaque appearance with a few isolated dense spots within the lighter dense area. It is not possible to determine what exactly is on the lens surface. The most common cause of anterior intraocular lens (iol) opacities in the first week after cataract surgery is the deposition of inflammatory debris or fibrin on the lens surface. Company lenses do not have a coating. Company lenses do not have a coating. The provided photo was reviewed. The photo was an anterior segment photo of an iol through a mid dilated pupil. The photo was focused on the anterior iol surface. There appeared to be a minimally dense opaque appearance with a few isolated dense spots within the lighter dense area. It is not possible to determine what exactly is on the lens surface. The most common cause of anterior intraocular lens (iol) opacities in the first week after cataract surgery is the deposition of inflammatory debris or fibrin on the lens surface. Due diligence has been performed in an attempt to obtain further information on this event. The reporter is unwilling to provide further information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that the coating was there immediately, sometimes already in the packaging and it stays for the long term.